Event description:
It was reported to philips that the system was not switching on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not switching on. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the reported problem machine was not switching on. Fse replaced the system ups. After the replacement of system ups, the system was returned to use in good working order. The codes were updated based on the investigation outcome.